Event description:
It was reported that there was a low flow rate during preventative maintenance in an Arctic Sun device.Per review of WO on (b)(6) 2026, there was no patient involvement.Per sample evaluation results received via task on 26JUN2026, it was reported that the chiller pump was not working.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Chiller pump is not working. Device will be scrapped.The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related.Corrections made to tab(s) D, F, H.All available UDI information is being provided.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Event description:
IT WAS REPORTED THAT THERE WAS A LOW FLOW RATE DURING PREVENTATIVE MAINTENANCE IN AN ARCTIC SUN DEVICE. PER REVIEW OF WO ON 22JAN2026, THERE WAS NO PATIENT INVOLVEMENT. PER SAMPLE EVALUATION RESULTS RECEIVED VIA TASK ON 26JUN2026, IT WAS REPORTED THAT THE CHILLER PUMP WAS NOT WORKING.

Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. ALL AVAILABLE UDI INFORMATION IS BEING PROVIDED. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.